Manufacturer narrative:
No photos or samples were received by our quality team for evaluation therefore the failure mode could not be verified. A review of the internal manufacturing device records and raw material history files for the reported lot numbers was performed and no recorded quality problems or rejections to this incident were found. Based on the quality team's investigation, the root cause of this incident cannot be determined.

Manufacturer narrative:
Our quality engineer inspected the sample submitted for evaluation. The reported issue of catheter defective/ damaged was confirmed upon inspection of the sample. Analysis of the sample showed the cannula had pierced through the catheter tubing. A review of our risk management documentation was performed and indicates that the potential risk of the reported event was assessed appropriately. Production records have been reviewed, and this batch meets our manufacturing specification requirements. Based on the returned sample, it was observed that the cannula pierced through the catheter and punch mark on the catheter tubing. However, the punch mark was successfully recreated with another sample by puncturing the cannula halfway through the catheter tubing. The punch mark recreated has the same characteristics as the actual returned sample (y- shape mark). As stated in the instructions for use (IFU) whether the needle is partially or completely withdrawn from the catheter tubing during insertion, the needle should not be reinserted into the catheter tubing, as damage may occur.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd nexiva 24 ga x 3/4 in single port catheter was defective/ damaged the cannula seemed to split. During use it was reported that while cannulating, the needle slipped out of the cannula while the cannula was in the vein. The cannula seemed to split in two. The puncture wound became big.